Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. A voltage test was conducted and passed. A functional test was conducted and passed. A pairing test was conducted and passed. A data investigation was conducted and passed. Customer allegation was not confirmed and a probable cause could not be determined. No additional event or patient information is available.